Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and confirmed a leak from the reagent probe a collar wash. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked from reagent probe a. The customer was wearing personal protective equipment consisting of gloves, protective eyewear and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.